Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, a deformation, dark ring and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/26/2011, 07/23/2012, 07/17/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
Patient reported moderate breast pain and "weird sensation, sensation of activity, that feels like ants crawling around in the breast" patient reported having experienced "hardening of the breast." Additionally, healthcare provider also reported a rupture. This record for the left side. Device remains implanted.